Manufacturer narrative:
There was no report of patient injury. The serial number has not been provided. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was informed that the user swapped out the erc clamp, but the issue recurred. The reported issue could not be reproduced. The system software was upgraded and the cp5 control panel was swapped to a different s5 console. Subsequent functional testing did not identify further issues and the unit was returned to service. As the issue could not be reproduced, a root cause was not determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the s5 erc tubing clamp of the s5 system closed as expected, but did not respond when the perfusionist pressed the button to open it during a procedure. The clamp had to be manually removed from the tubing by the user to reestablish flow. There was no report of patient injury.